Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The revision surgery event was confirmed based on a revision implant sheet that was made available, this confirms revision of the device. Method & results: device evaluation and results:not performed as the device was not returned. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. The following devices were also listed in this report: delta v-40 ceramic head 32/-4; 6570-0-032; 38683301; trident 0 deg x3 insert 32mm head; 623-00-32d; mleyxw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision implants were a restoration modular stem, 22.2 +0 lfit head, mdm/adm liner construct, and one screw.